Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0h6gj, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a warm feeling at the pocket site since (B)(6) 2015. The patient turned stimulation off and the warm sensation went away. The patient ended up turning it back on again after a few days and everything seemed fine. The health care provider (hcp) just saw the patient in their office and it was warm again. The heating was all the time and not certain positions the patient was in. The manufacturer representative had not met with the patient yet and was unsure about any falls or trauma. They were not sure if the hcp had taken any x-rays. It would not be due to infection because the heating went away when stimulation was turned off. The patient was asked to turn the device off and the device would be interrogated on (B)(6) 2015 and would be replaced if needed. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that health care provider (hcp) scheduled a replacement. Upon questioning the patient on the day of this call, patient stated that the device was heating up in pocket and it happened spontaneously, not a result of falling or injury to the area. No surgery or any outside causal could be identified. The patient's daughter confirmed patient's skin was hot to the touch and patient turned off implant. The patient had implant interrogated on the day of this call before replacement and no impedance was identified. The (hcp) replaced implant and increased pocket depth (it was less than 1 inch). There was no impedance noted at time of intra-op interrogation. It was noted that patient issue was resolved at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information from the manufacturers representative (rep) reported that the device was returned and no impedances were found when it was interrogated. There were no issues reported with the new implantable pulse generator (ipg). Additional information noted the heating of the implant in the pocket was felt through the tissue. There was no patient injury; the patient recovered without sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) indicated that the device was functionally okay. There were insignificant anomalies.

Event description:
Additional information received reported that the patient did not show up for the appointment with the health care professional (hcp). There was no new information at this time. If additional information is received, a follow-up report will be sent.